Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11 concomitant medical devices: tibial bearing anterior stabilized (as) 71 mm width 16 mm thickness catalog#: ve189066 lot#: 64469197 (reported on MFR report number 0001822565-2020-03977). Biomet tibial locking bar catalog#: 141205 lot#: 012890. Unknown vanguard tibial tray catalog#: ni lot#: ni.

Event description:
It was reported that patient underwent left knee revision due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: a1, a2, a3, b4, b7, g4, g7, h2, and h10.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-03970, and 0001825034-2020-03971. Medical devices: unknown vanguard tibial tray catalog#: ni lot#: ni, unknown vanguard tibial insert catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a knee revision for an unknown reason. Attempts have been made and no further information has been provided.